Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results on the architect c16000 analyzer. The following data was provided: 5138052 & 5116449 results came high over 422 on repeat it came out as 76 umol/l. Additionally, the cuvette, nozzle 1a or 1b was leaking, however no exposure occurred. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved when the peristaltic head tubing (rohs) (part number 7-202464-01) was replaced. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.